Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. System software and configuration files were evaluated and reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.